Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received alleging injury, elevated metal ions, pain, suffering and emotional distress. Doi: (B)(6) 2006. Dor: (B)(6) 2019. (Right hip).